Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the acoustic lens was damaged but the cause could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use. Warnings and cautions. Caution: ·do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ·do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ·do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ·do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling or twisting them with excessive force can break the switches and/or may cause water leaks. ·do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. ·do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had a leak. Inspection and testing of the returned device found that the acoustic lens was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was frozen, the up/down knob could not be locked, the control unit was deformed, the suction cover was deformed, switch 1 was cut, the switch box was deformed, the scope case was deformed, insulation resistance did not meet standards due to a chip on the acoustic lens, the ultrasound image was missing elements due to damage on the ultrasonic cable and probe, the acoustic lens was chipped, the acoustic lens was damaged, the distal end was deformed, the objective lens had a crack, the bending section rubber had slack, the adhesive on the bending section had a chip, the connecting tube had buckling, the ultrasound connector could not be detached from the ultrasound processor smoothly, the inner shield had corrosion due to water leakage, the outer shield was cracked, and the universal cord was deformed. There was a scratch on the grip, the right/left knob, the acoustic lens, the distal end, the light guide lens, the ultrasonic cable, and the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.